Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had sought medical attention due to hyperglycemia. According to patient's mother, the patient's blood glucose levels have consistently been high (>400 mg/dl) due to a malfunction with the personal diabetes manager. Symptoms reported include nausea, vomiting and lethargy. The patient's doctor prescribed lantus and humalog pens for further treatment.